Event description:
Customer reports the use by date on the comfort curve test strip vial as 03/31/2010. Manufacturer's batch record confirmed the actual use by date to be 12/31/2009. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Boston scientific crm (bsc) received info that this right atrial lead was part of a system explant, due to a pt infection. There was no report of adverse pt effects due to the explant procedure.